Event description:
Asr products implanted. Reported by (B)(6) in legal letter regarding left hip revision. No confirmation of revision to date, right hip. Patient is bi-lateral. See (B)(4) (recreate of (B)(4)) for left hip revision. Unable to find manufacturing date for stem. Update 29 apr 2015: confirmation of revision received, updated reasons for revision and dor ((B)(4)).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).